Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
A defective flowsensor was reported. No more information were provided. No harm to any person has been reported. (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A defective flowsensor was reported. The event occurred during priming. A getinge service technician (fst) was sent for investigation and repair on 2022-09-13. He could not reproduce the failure. He replaced the flow/bubble sensor preventively. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Thus, an exact root cause could not be identified. However, according to the cardiohelp risk file (v24) following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor), bubble sensor not plugged but recognized, connection of non-compatible sensor, environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage), sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6)) was reviewed on 2022-09-06. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on this investigation results the reported failure "defective flowsensor" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.